Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the physician deployed two markers, and the patient seemed fine and fluro looked fine. The physician was able to complete the enb portion of the case, however six hours later the patient presented in the emergency room (ER) with chest pain, and x-ray showed the marker in the pleura caused pneumothorax. To resolve the surgeon had to put chest tube and due to the issue, the patient extended patient hospitalization for a night.